Event description:
It was reported the device had premature battery depletion. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. The device is part of the advisory for this model. Evaluation summary: (B) (4) performance data was collected from the device and analyzed. Battery depletion was indicated. The device recorded eri (elective replacement indicators) on (B) (6) 2009, approximately 34 months after implant. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Evaluation summary: performance data was collected from the device and analyzed. Battery depletion was indicated. The device recorded eri (elective replacement indicators) in 202009, approximately 34 months after implant. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Evaluation summary: the actual device was not received for evaluation, but performance data was collected from the device and analyzed. Battery depletion was indicated. The device recorded eri (elective replacement indicators) in 2009, approximately 34 months after implant.

Event description:
(B) (4).